Event description:
Customer alleged something fell inside the springs which cut the cord from the head motor when head raised. Qt done. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 5310ivc, serial number/date code (B)(4) is approximately 14 years 3 months old. The owner's manual part number 1114836 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions, then they should contact invacare. The consumer is a (B)(6) male. The consumer's preexisting medical condition states he has esophageal reflux. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that a bed rail for a traditional bed was placed on the semi-electric 5310ivc bed. The substitute aid placed the rail at the foot of the bed as opposed to the head of the bed where it is designed to be. The consumer allegedly went to sit up in bed and when raising the head of the bed, the motor cord allegedly became entwined on the head motor causing the bed to stop suddenly. The dealer stated that the cord was cut. Page 11 of the owner's manual states a warning, "ensure all cables and cords are routed such that they will not become entangled or pinched. Otherwise damage or injury may result." No injury or medical intervention alleged. The dealer forwarded a quote for a head motor to the consumer and is awaiting the consumer's response.